Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was likely related to the programming of the device.

Event description:
During a follow-up, it was noted that inappropriate high voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) were delivered. Technical support reviewed the session records which indicated the inappropriate shocks were delivered due to atrial fibrillation with rapid ventricular response. The device was reprogrammed to resolve the issue, and the patient was stable with no adverse consequences.